Event description:
Event description boston scientific received information that this chronic right ventricular (rv) defibrillation lead had dislodged from the patient's right ventrice and was thus explanted.